Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. Customer continued to use the existing cartridge.